Event description:
Event description cpi received information that during routine interrogation of this implantable cardioverter defibrillator (ICD), the physician noted an error code indicating an excessively long charge time.